Event description:
Potential for injury associated with an fdx power chair where the elevating legrests aren't elevating. This could prevent the user from having adequate foot support to prevent the user from sliding out of the chair or sustaining any other injury.